Event description:
The initial reporter stated they received questionable results for 13 patient samples tested with the elecsys ft4 IV assay on a cobas 8000 e 801 module. All samples initially resulted in ft4 IV values of >100 pmol/l, accompanied by a data flag. The results were reported outside of the laboratory and questioned as they did not fit with the patient's previous result and clinical picture. The ft4 IV reagent lot was 670634 with an expiration date of 30-nov-2023.

Manufacturer narrative:
Preventive maintenance including measuring cell replacement was performed on (B)(6)2023. On a further visit, the field service engineer aligned the sipper probe on a measuring cell and checked and adjusted all positions on the prewash. Following the service visit the customer had no further issues. The investigation determined the service actions performed resolved the issue. H3 other text : na.